Event description:
A malfunction alarm was reported by the customer, identified as a software error. Despite the malfunction, there was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue recurred.